Event description:
The customer stated that he was hospitalized due to high blood glucose levels. At the time of the call, the customer was waiting for someone that was suppose to help him insert a new infusion set. Provided the customer with step by step instructions on how to change the infusion set, per his request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.